Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion, opening, and green particles. A leak test was performed and found an opening on the posterior/anterior. A microscopic analysis was performed which identified a sharp opening in the posterior side and sharp opening in the anterior due to an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness is within specification. The fill test inspection was performed, the result is no blockage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation and capsular contracture baker grade unknown. Device has been explanted.